Manufacturer narrative:
D10 concomitant products: sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm - lot# n5j1439y sigphandle - sig power sigphandle handle - sn: unknown sigpshell - sig power sigpshell control shell - lot# unknown sigadaptshort - sig power sigadaptshort lin short adapt - unknown sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm - lot# n5j1439y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy vein resection, the jaw closure was loose and did not fully close, to the extent that tissue fell out. This occurred consecutively in three units. A new device was used to resolve the issue. There was no patient injury.